Manufacturer narrative:
Device was returned for evaluation. A visual inspection confirmed that the stent was crushed and torn, also the suture was detached. The attached media observed that the stent was crushed. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 26-sep 2024. It was reported that the nephroureteral tube was crimped. An ie temp tip 10/26 other urinary was selected for a nephroureteral tube placement. When the package had been opened, it was discovered that the tube was crimped. The procedure was completed using an alternative device. There were no patient complications reported. However, device analysis revealed that the stent was crushed and torn, and the suture was detached.